Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was set at vdi at 80 due to the patient's chronic atrial fibrillation (af). The physician wants to pace the left ventricle (lv) only. The lv theshold is 2.1 at 1ms and the lv intrinsic amplitude recently changed from 5.2 to 7 to 11mv. It was recently noted that there are pauses in the rhythm causing the patient to feel lightheaded. There was some loss of capture noted on the electrocardiogram. It is reported that the patient is in the intensive care unit (ICU) due to severe heart disease and is awaiting a heart transplant.